Event description:
Patient was previously treated with coil embolization of her right cavernous ica aneurysm in (B)(6) 2012. During this procedure however, balloon attempted stent placement led to a carotid cavernous fistula. The patient had a small residual fistula and "humming sound in her head", so she was brought back from a retreatment/coiling procedure. Patient was treated on (B)(6) 2012, with the pc 400 system in which seven penumbra coils were placed in the ica aneurysm. There were no complications during the procedure according to the initial procedural report. Following the procedure, the site reported that the patient experienced "delayed filling of distal right ica", which was likely secondary from the coil mass narrowing the carotid artery. Therefore, the patient was observed closely for two days to ensure she remained asymptomatic. The patient was discharged home (B)(6) 2012. The site initially reported the event via email on (B)(6) 2012, however there was no confirmation of the relationship to the device at that time. On (B)(6) 2012, the site reported in the edc that the event was not serious, but had "possible" relationship to both the penumbra system and the procedure. This MDR is associated with mdrs 3005168196-2012-00276 through 3005168196-2012-00282

Manufacturer narrative:
Coils implanted in patient.